Event description:
It was reported that approximately 60 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, pain, and swelling. Initial surgery operative notes were provided. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices (B)(6) 200-02-38 - three peg patella 38mm, (B)(6) 02-020-11-0245 - truliant ps cem fem ps cem left sz 4.5, (B)(6) 02-022-45-4545 - truliant tib fit tray cem sz 4.5f/4.5t the product associated with the reported event is within the scope of recall z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect clinical codes.